Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). (B)(4). Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to incorrect cap color as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. No root cause could be determined and the complaint could not be confirmed.

Event description:
It was reported with the use of the bd vacutainer® plastic sodium heparin tubes there was an issue with the caps being green making them the same as heparin lithium tubes.